Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g3; h2; h3; h6. D10: 00877702804- biolx opt hd/adpt 12/14 28x+7- 2812644. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown biolox head- 2812644. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a closed reduction 1-day post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.